Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually inspected and it was found that the upstream occlusion (uso) seal was buckling and the downstream occlusion (dso) seal was lifting. Both seals were replaced. During the functional testing, the customer reported complaint was able to be confirmed during the downstream occlusion test. The downstream occlusion sensor was calibrated to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was cassette sensor error. The event occurred during testing. There was no patient involvement.